Event description:
It was reported that the device was explanted after an implant duration of 8 years and 4 months. The reason for explant is unk. No further details were provided. It is unk if the device is available for eval. Info learned from implant pt registry. No letter required. Info received on 4/4/2008: device was explanted due to paravalvular leak. Device is available for return. Info per surgeon's office.

Manufacturer narrative:
Device not returned